Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res was not able to duplicate the issue. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the failure mode. The res was not able to duplicate the reported event of saline bag backfill. Therefore, the complaint has been deemed not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at a user facility reported that a saline bag backfill occurred on a 2008t hemodialysis (hd) machine during recirculation mode. No patient was connected to the system at the time of the incident. There were no reported drain line obstructions. A fresenius regional equipment specialist (res) performed an on-site examination of the unit and was not able to duplicate the issue. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without issue. No parts were available to be returned to the manufacturer for evaluation.